Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of abdominal pain and hernia which warranted surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction was associated with the event(s); the liberty select cycler cannot be disassociated from having a contributory role in the event(s). Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures and the surgical introduction of the pd catheter also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted technical support for assistance (non-operational). The patient¿s contact reported that the patient was having a medical emergency and needed the phone number of the on-call nurse. Upon follow up, the pdrn reported that the patient was hospitalized on (B)(6) 2019 for significant abdominal pain and was subsequently diagnosed with an umbilical hernia on (B)(6) 2019. The patient successfully underwent surgical intervention to repair an umbilical hernia (date not provided) and has transitioned to hemodialysis (hd) until the abdomen heals. The patient did not have a history of an umbilical hernia prior to the hospitalization. Per the pdrn, the patient currently remains hospitalized and is recovering from the event(s). The pdrn stated that the liberty select cycler did not malfunction.